Event description:
The reporter stated that "the manifolds have been leaking and sucking air at the contrast control connection. They are putting naimic ccd devices on all of them". No further information available.